Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. Concurrently, the patient underwent a total vaginal hysterectomy, sacrospinous ligament fixation and cystourethroscopy. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2007, the patient underwent an excision of eroded mesh. On (B)(6) 2007, the patient underwent excision of eroded vaginal mesh. On (B)(6) 2008, the patient underwent an enterocele repair, excision of eroded vaginal foreign body and primary closure and cystourethroscopy. On (B)(6) 2011, the patient underwent excision of exposed mesh with cystocele repair and primary closure of vaginal epithelium. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period december 1, 2014 through january 31, 2015. Supplemental 10.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA 12/21/2015 ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014 through (B)(6) 2015. Supplemental 05.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015. Supplemental 14.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period (B)(6) 2014 through (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2015 supplemental 15 - attachment: [02-28-2015 ftl supplemental 15.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(6).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.